Event description:
The pt was being administered demerol by the pump after a hysterectomy. The controller stuck in the open position allowing 400 mg of demerol to be infused during an 8 hr shift. The pt was groggy and experienced hallucinations. Her vital signs remained stable. Her demerol blood level was 1485, a normal dosing blood level would range from 400 to 800.